Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator displayed circuit occlusion and extended high ppeak and stopped ventilating, the safety valve opened and a continuous audible alarm was present. No patient involvement.